Event description:
Boston scientific received information that this right ventricular (rv) lead had fractured due to a subclavian crush. The lead was scheduled to be replaced. No adverse patient effects were reported.

Event description:
Subsequent information was received that a revision procedure was performed. The lead was explanted. Another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
The local area sales representative was contacted for additional information however none was available. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.